Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on the lower left front corner and the plunger assembly was missing the case seal. A review of the event history log identified force sensor test error in history. During functional testing the force sensor test error duplicated at power up and was unable to calibrate the force sensor. Fluid ingression was found inside plunger assembly. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunger cable. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump was reading wrong syringe size. No patient injury was reported.